Manufacturer narrative:
Updated d9: product available. Investigation results: an unbroken ceramic insert, six large fragments of a ceramic femoral head and a metal stem were submitted. The density of the femoral head was analysed and found to comply with the delivery specification for biolox®forte components. The microstructure as obtained from the quality documents of both components meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. Secondary metal transfer patterns can be located on the fragments of the femoral head and on the insert as a result of contact with metal parts and/ or surgical instruments. The expected primary metal transfer cannot be found equally distributed on the cone of the femoral head. However, it cannot be ascertained whether, the primary metal transfer is missing due to a contamination, e.g. With blood or tissue, during the assembly of femoral head and stem in primary surgery, or if it is missing due to secondary surface deterioration after the primary fracture event. The primary fracture surfaces of the femoral head can be identified. Due to secondary damages and missing fragments the fracture origin cannot be determined. The primary metal transfer can be found equally distributed on the taper of the insert. · parts of the rim of the insert are chipped. However, it cannot be determined whether the chip-offs occurred at the primary surgery, during in vivo load or during the revision surgery. Intensive metal abrasion can be found on the polished surface of the insert which is a consequence of recurring contact with the metal stem after the primary fracture event of the femoral head. On the outer surface of the fragments of the femoral head and the inner surface of the insert a clearly restricted area with increased wear can be found which potentially have been caused by edge loading or small ceramic fragments, respectively, which got into the bearing and were grinded further. On the provided metal stem intensive damage can be found in the taper region which indicate an intensive contact with fragments of the broken femoral head and the bearing sphere of the ceramic insert. Due to the fact that the taper surface of the metal stem is severely damaged, no further information regarding a potential fracture reason can be acquired from the metal stem. The insert and the metal stem do not provide any indication regarding a possible cause for the fracture of the femoral head. Due to missing fragments and secondary damage, no conclusion can be drawn regarding a possible cause for the fracture of the femoral head. The evaluation of the ceramic components is based on the investigation of the manufacturer of the ceramic components (company ceramtec gmbh, plochingen, germany). Data is filed under kiv 21 10 01 at ceramtec gmbh. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Preleminary investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. According to the latest information, we will receive the components for investigation. After we received it, they will be forwarded to the manufacturer (ceramtec gmbh) of the ceramic components for a detailed investigation. Therefore, a follow-up report will be generated after the investigation. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nk560 - biolox prosthesis head 12/14 32mm s. The original procedure was in 2004 when a plasmacup 54, excia stem 9, ceramic combination 32 s were implanted. Around (B)(6) 2020, there was a cracking noise in the right hip which occurred when climbing stairs. Since that time, the patient experienced pain upon walking. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).